Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high;¿ although a specific value was not provided. The cause of the elevated bg was unknown. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.